Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with mild tortuosity and mild calcification in the left anterior descending (lad) artery. The xience alpine stent was deployed at 16 atmospheres (atm). Post-dilatation was performed to 18 atm for 20 seconds a total of 3 times. During removal of the xience alpine from the patient anatomy, resistance was met with the guide wire. Eventually, the xience alpine with some effort was carefully removed and the procedure was completed successfully. There was no other device issue noted. There was no adverse patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to remove using a guide wire was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.